Event description:
It was reported that during a rectum cancer resection, the device's adjusting knob broke after firing the first cartridge. Another device was used to complete the procedure. There was adverse consequence to the patient.